Event description:
Rptr had a medtronic intrathecal pump implanted for pain control. The pump was filled w/dilaudid and provided excellent pain control. Two yrs later rptr noticed left leg was beginning to drag by the next month rptr was paralyzed from the waist down due to a granuloma which developed at the tip of the catheter. The pump and granuloma were removed and rptr is now only partially paralyzed.